Manufacturer narrative:
(B)(4).

Event description:
A valve in valve procedure was performed 15 days after the implantation of a 23mm sapien xt valve due to worsening pvl. Post deployment, the first 23mm xt valve landed 50:50 aortic/ventricular (a/v) with mild-moderate paravalvular leak (pvl). The patient had severe calcification around the annulus and long native valve leaflets, which the physicians felt were causing the pvl. During the post operative course, the patient¿s condition declined. A follow up echo performed demonstrated moderate-severe pvl. 15 days later a second 23mm sapien xt valve was implanted more aortic, the pvl was graded to trace. The patient was stable at the end of the procedure. The aortic annulus area measured 405 sq.mm by CT with severe valve calcification.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, it appears that the severe aortic valve calcification likely caused the pvl. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.